Event description:
The customer's wife called for instructions on how to change the infusion set. The customer's blood glucose reading was over 500 mg/dl and the customer was breathing heavily at the time of the report. Paramedics were called to assist the customer. The customer's wife was advised to call back to perform troubleshooting when the customer is feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.